Event description:
The customer reported that a pt was on 200 mcg/ml of norepinephrine infusion and was hemodynamically stable. At 22:00, the night staff reported that the pt's blood pressure ws 200/95. At that point they identified an inconsistency between the concentration in the syringe (200 mcg/ml) and the running protocol selected on the pump (50 mcg/ml). The pump had been running at a rate of 1.41 ml/h. No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been recd. A follow up report will be submitted with failure investigation results should the device be rec'd for evaluation.